Event description:
This is report 1 of 3 for this patient and event. It was reported that there was a five millimeter gap between the patient connector of a uv-flash transfer set and the titanium adapter when the transfer set was changed. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable locking titanium adapter was identified. The sample was received and an evaluation of the device was performed. Visual inspection, leak testing and clear passage testing were performed with no issues noted. Dimensional inspection of the device confirmed the reported problem. It was noted that the inside diameter of the catheter adapter to be below nominal specifications. Improvements were made to the mold and molding department procedures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for lot number h13b06040 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the device be received or additional relevant information become available, a supplemental report will be submitted.